Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a low battery alert even with a new battery. Patient involvement unknown.

Manufacturer narrative:
H6. Health effect ¿ clinical and impact codes, d4: complete UDI; corrected. D9: date returned to mfg.: 1/24/2024 h3 and h6. Evaluation codes: updated. One device was received. Functional testing confirmed the complaint. The cause was the main alarm printed circuit board (pcb) and interface board no longer working as intended. Replaced main alarm pcb and interface board. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.